Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had a critical pump error. The customer¿s blood glucose was unknown. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error (open book image) due to corroded force sensor. The electronic assembly was corroded and motor had moisture damage. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test,prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image).